Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was in the clinic and tested positive for peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic and had a pd culture obtained. It was reported that the pd culture revealed an elevated white blood cell (wbc) count (result 210) and no organism growth. The patient was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin and cefepime (dose unknown) for a diagnosis of peritonitis. The patient is recovering from the event and continues pd with the same cycler, per the nurse. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.